Event description:
It was reported that the patient never had therapeutic effect. Action was not taken yet but planned. The lead was scheduled to be removed on (B)(6) 2015. No diagnostic testing or troubleshooting were performed. The patient was alive with no injury. Patient reported same symptoms as pre-evaluation. The patient was being evaluated for retention and did not receive any benefit. Patient reported that she visited the ER (emergency room) as the result of urinary retention. Patient reported high pvr (post-void residual) and was catheterized because she was unable to void. Patient reported to implanting physician that she was not interested in moving forward with therapy and that she cut the percutaneous extension. Patient is scheduled for advance evaluation lead removal (B)(6) 2015. No other info at this time. It was later reported by the representative that the lead was removed. No future plans of re-implant. The patient did not respond to therapy. The patient had been seen and reported as return to baseline.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0uu5f, implanted: (B)(6) 2015, product type lead. Product ID neu_unknown_ext, serial# unknown, product type extension. Product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).